Manufacturer narrative:
It is indicated that product is not returning for evaluation. The reported lot expired in february 2015. Because there were no previous reported complaints for this lot, in-house donor testing was performed using retain strips after the strips were past the expiration date. Retain strip testing results did not meet accuracy or repeatability criteria. The product being beyond expiration could not be ruled out as a cause for the diminished performance. No other complaints were reported for this lot. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. Patient was reported to have a hematocrit of 3.7 and hemoglobin of 8.0. As indicated in the package insert, the accuracy is validated for hematocrit values between 25% and 53%. A hematocrit outside this range may cause an inaccurate result or error message. The root cause could not be determined based on the information available. No corrective action is required at this time.

Event description:
The caller alleged a variance between the inratio inr results in comparison to the lab inr results. The results were as follows: (B)(6) 2014: inratio2 inr=1.9; laboratory inr = 3.1. (B)(6) 2014: inratio2 inr=2.4; laboratory inr = 3.9. Therapeutic range: not provided. On (B)(6) 2015 an update was provided. Patient had a serious surgery (no date or details provided). Following his discharge from the hospital, he started patient self-testing again. There is no indication that any inr result was associated with the patient's 'serious surgery'. It was also noted that the lab testing performed at this time showed a low hemoglobin (8.0) and a low hematocrit (3.7). It was recommended that the patient stop using the inratio until his hemoglobin was normal again. Case was escalated to alere (B)(4) on (B)(6) 2015. This case was identified during an assessment/remediation as part of an internal asd CAPA (B)(4) related to inratio complaints received at the alere (B)(4) intake site that were not appropriately documented in the electronic case record for processing and escalation for regulatory determination. The available information is limited and no additional information is able to be obtained.